Event description:
It was reported that there was damage to the membrane of an intracavity transducer, exposing the metal underneath the membrane, resulting in a failed leakage current test. The c9-4v transducer was associated with the affiniti 30 ultrasound system at the customer's site. The issue was discovered while the device was outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the membrane was damaged. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was no longer available; therefore, no repair or evaluation data could be obtained. No additional investigation is possible.